Manufacturer narrative:
(B)(4). Catalog number in is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported a gastroenterologist assessment of the stoma concluded that a burial of peg in the gastric mucosa was present. Surgical assessment and intervention was recommended. A surgical evaluation was performed. Intestinal sounds were found in the patient's abdomen, it was soft, painless and the laboratory examination was normal. A gastroscopy was performed, which showed gastrographic patency in the stomach. There was also pleural fluid collection on both sides. An anesthesia assessment was performed, which ruled that the patient was at high risk for surgery. It was recommended the temporary use of the existing gastric catheter. An attempt for endoscopic removal and placement of a new gastric catheter was recommended.

Event description:
On (B)(6) 2020, it was reported that new catheters were placed in a new site endoscopically. The old peg was removed. The stoma site will heal on its own, stitches were not needed.

Manufacturer narrative:
Reference record (B)(4). Refer to b5.

Manufacturer narrative:
The peg tube, y-connector, and click adaptor were returned. The peg tube was observed going through the external fixation plate and the tube clamp. It was also observed to be attached to the y-adaptor at one end and the bumper at the other end. A visual inspection was performed and no damage was observed.